Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs results for one patient that did not match the clinical picture for the patient. The patient is a dialysis patient and did not have any cardiac symptoms. All testing was performed on cobas 6000 e 601 module serial number (B)(4). The initial result was 347 ng/l. After 3 to 4 hours, a new sample was drawn from the patient and the result was 7 ng/l. Due to the difference in the results between the samples, the customer repeated both samples. The repeat result for sample 1 was 15 ng/l and the repeat result for sample 2 was 17 ng/l the samples were kept overnight in the refrigerator and were retested on (B)(6) 2017. The repeat result for sample 1 was 338 ng/l and the repeat result for sample 2 was 364 ng/l. A third sample was drawn from the patient on (B)(6) 2017 and the result was 188 ng/l. Erroneous results were reported outside the laboratory. There was no allegation of an adverse event. The customer confirmed the issue was only seen with this one patient.